Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, the non-abbott guidewire was stuck inside the lead. The lead was flushed with no resolution. The lead and non-abbott guidewire was explanted and replaced with no adverse consequences to the patient.